Manufacturer narrative:
The ICD and the fragmented lead under complaint were returned for analysis. Upon receipt, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the ventricular channel, as mentioned in the complaint description. However, a thorough analysis of the ICD proved the device to be fully functional. The analysis of the lead revealed multiple signs of wear along the lead body. In particular at the distal lead fragment the insulation was found rubbed through. This damage can be considered as the root cause of the observed noise on the rv channel. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue should be taken into account.

Event description:
After an implantation period of approx. 48 months, oversensing without inappropriate therapy was reported. The lead was explanted, but not returned for analysis. Patient is male, (B)(6).